Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.25 x 38mm synergy ii drug eluting stent was advanced to treat the lesion. However, the device was unable to cross the lesion and it was noted that the tip of the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 38 mm stent delivery system was returned for analysis. Visual examination of the stent found evidence of damage on the first three distal strut rows which are in a lifted state. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed signs of damage. Visual and tactile examination of the hypotube found multiple kinks. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.25 x 38mm synergy ii drug eluting stent was advanced to treat the lesion. However, the device was unable to cross the lesion and it was noted that the tip of the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported.